Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the part that threads into the ball from the straight impactor broke off inside of the ball. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the threaded tip to be fractured. The shaft is scratched and discolored. The large hex feature has been gouged and dinged. The fractured tip of the inserter remains assembled with the ball impactor. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified the threaded tip of the inserter handle has fractured off in the ball inserter. Device has scuffing on the shaft. Lot identification is necessary for review of device history records; lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : device location unknown.

Event description:
No additional information on the reported event.